Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a endoscopic variceal ligation procedure performed in the lower esophagus on (B)(6) 2013. According to the complainant, during the procedure for a bleeding varix, the first and second bands were deployed, but would not stay on the varix. The third band would not release, and the handle could not rotate. There was no damage noted to the packaging, or components of the device. The physician used another speedband superview super 7 device to complete the procedure, and stop the bleeding. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
An examination of the device was performed. The handle was returned with the trip wire wound around the handle spool several times; the trip wire was not secured in the handle slot. The handle slot showed no deformation to indicate that the trip was previously secured in the handle slot. The proximal end of the trip wire had been pulled though the axle of the handle spool, and the handle was able to be rotated freely when turned. Five bands remained on the ligator; three of the bands were partially deployed. The ligator teeth were damaged. The suture was intact and still connected to the trip wire. Based on the evaluation, it appears that the trip wire was not properly secured during the procedure, which then impacted the deployment activity of the bands. Therefore, the most probable root cause is ¿user / use error". A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a endoscopic variceal ligation procedure performed in the lower esophagus on (B)(6) 2013. According to the complainant, during the procedure for a bleeding varix, the first and second bands were deployed, but would not stay on the varix. The third band would not release, and the handle could not rotate. There was no damage noted to the packaging, or components of the device. The physician used another speedband superview super 7 device to complete the procedure, and stop the bleeding. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.